Event description:
Following deployment of the vascade closure device, a hematoma formed around the venous sheath. The physician was notified and the decision to deploy a second vascade closure device was made. Midway through the device deployment pulsatile blood flow was noted and temporary hemostasis was not achieved and the closure device was removed and manual pressure was applied until hemostasis was achieved. Again it was noted that a hematoma was forming and manual pressure was held once more and the decision to place a femostop was made. The femostop was placed and the patient was transferred.